Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving a pump a vs. Pump b volume error alarm during fill 1 of treatment prior to the leak. Fluid was discovered in the pump module area but not discovered on the external of the cassette. The patient was advised to wait at least 24 hours before resetting up the cycler. Upon follow up, the patient confirmed the reported event and that the cassette door popped open after transitioning to a phase of treatment. The door was very hard to close and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient let the cycler dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving a pump a vs. Pump b volume error alarm during fill 1 of treatment prior to the leak. Fluid was discovered in the pump module area but not discovered on the external of the cassette. The patient was advised to wait at least 24 hours before resetting up the cycler. Upon follow up, the patient confirmed the reported event and that the cassette door popped open after transitioning to a phase of treatment. The door was very hard to close and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient let the cycler dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.